Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in a procedure performed in the bile duct. According to the complainant, during the procedure, when the physician inserted the device into the common bile duct and withdrew the guide catheter to deploy the stent, he/she felt resistance and the guide catheter was detached outside of the patient. The section of the guide catheter that broke was outside of the patients body. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." The event of guide catheter break was originally going to be submitted as part of the asr process. However, the investigation results revealed an additional non-asr failure. Therefore, this event will be reported using a medwatch report.

Manufacturer narrative:
Reported results of guide catheter broken. Investigation results of stent kinked. A visual evaluation found that the stent was bent in several locations. The guide catheter was broken. The guide catheter was also kinked/bent in several locations and was stretched where it was broken. The proximal section of the detached guide catheter was not returned. The push catheter was bent in several locations throughout. A functional evaluation for stent deployment was not performed due to the detached guide catheter. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. With the catheters bound by kinks and bends, the device would become difficult to deploy the stent. Efforts to deploy the stent could stretch guide catheter and ultimately breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.